Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) sent a leter to the patient since she could not be reached by phone on two different days at different times. The mas listened to the recorder to call to lfs to obtain additional information included below: the patient tests her blood glucose level 4 times per day. The patient said "a couple months ago" she tested before and during the time she felt "real tired" and had blurred vision. She obtained a reading in the "300's" on the reported meter; information was not provided if this reading was before and during the patient's symptoms. The patient took humalog insulin per her sliding scale regimen based on the meter reading. The patient went to the hospital based on her symptoms. A blood glucose result of "almost 700" was obtained at a hospital. The time difference between the lfs meter reading and hospital device reading was not provided. Therefore, it is not possible to compare the two readings in terms of accuracy. The patient was admitted to the hospital and remained in ICU for 3 to 4 days. She received insulin treatment. Other hospitalization diagnosis and treatment information was not provided. Information regarding the patient's diabetes treatment regimen and blood glucose results obtained prior to the time of concern were not provided. The patient did not remember the specific date she went to the hospital. The customer care advocate (cca) confirmed that the testing technique was correct. The cca noted that the reported meter had previously been reported, because it displayed the error 1 message. A replacement meter had been sent to the patient in september 2005. However, the patient said she never received the replacement meter. A replacement meter, test strips, and control solution were sent to the patient on event day. This complaint is reported because the patient treated herself with sliding scale insulin based on the lfs product readings. She went to the hospital due to her symptoms that suggested hyperglycemia. A hyperglycemic reading was obtained on the hospital device of "almost 700 mg/dl" after the patient had taken sliding scale insulin. The patient was admitted to the hospital and treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Device ID for "other #" field is: 1-av-1086.